Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no product contribution was identified and no information received with this individual complaint indicates that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that the locking mechanism on acetabular insert had failed. There was also poly wear which is slightly deformed on the 10 degree buildup and loosening in the cup at non-cemented interface.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that the locking mechanism on acetabular insert had failed. There was also poly wear which is slightly deformed on the 10 degree buildup and loosening in the cup at non-cemented interface.